Event description:
Probe over-heating which caused the machine to shut-down. Bio-med sent the device out for evaluation. Probe taken out of service. Manufacturer response for tee probe, philips ie33 tee probe (per site reporter): sent back for evaluation.